Event description:
Device malfunction: balloon rupture. Time of malfunction: during device testing. Symptoms/ae: na. It was reported that during device inspection testing, the fox plus balloon ruptured at rated burst pressure (15 bar). There was no pt involvement. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.